Event description:
My name is (B)(6). I am a mother of two only (B)(6). I have had the essure coils five weeks after having my son who just turned two at the end of (B)(6). For the last year and a half to year I have had so many complications starting with bv, horrible periods, to now I'm on blood thinners xarelto 36 mg a day for a blood clot in my left ovarian vein that goes to my heart and lungs. I was hospitalized for almost a week and was getting triple doses of blood thinner shots in my belly. I now have had to by personal insurance to make sure I don't whittle away. The doctors have done multiple CT scans, doppler ultrasounds, and internal ultrasounds they found a dark spot in liver last week (B)(6) 2015 that came back negative but now have formed two new cyst that are filling up in my right ovary. All they do for me is give me a script for pain pills every other week. Let's not talk about how old and worn out I am for being (B)(6). I would do anything to just be (B)(6) mother again. I can't even enjoy activities outside with my children for too long because the thinners make me so weak. All the complications have even almost caused me to lose my job. Which we all know that is how I support my family. Please help us get this word out because doctors are looking right passed the actual problem. I have entire folder filled with all my test done since 2013-2014-2015.